Manufacturer narrative:
(B)(4): results: (some calcification, smaller size stent subsequently implanted without difficulty), (use of force), (stent damage, failure to deliver the stent). Conclusions: (some calcification, smaller size stent subsequently implanted without difficulty), (use of force). Evaluation summary: the device was returned to the manufacturing facility for evaluation. The stent was positioned on the balloon as per specification. A number of struts on the 8th and 9th proximal stent segments were deformed, raised and pulled distally over the 10th and 11th segments. The distal tip was slightly flared indicating that it may have been stubbed during advancement. Please note that this device ((B)(4)) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Event description:
The physician was attempting to deliver a 2.25 mm diameter x 18 mm length endeavor resolute rapid exchange (rx) drug-eluting stent through a saphenous vein graft the native coronary vessel. The target lesion was reported to exhibit some calcification. The lesion was pre-dilated once using a 1.5 mm x 12 mm balloon at 12 atms. Resistance was encountered while attempting to advance the endeavor resolute stent to the target lesion, and force was used in an effort to advance the device. The endeavor resolute stent could not reach the lesion and the device was removed. Force was required to withdraw the device. Damage to the stent delivery system was observed on removal. The device had been inspected prior to use with no issues noted. The target lesion was successfully treated using a smaller size resolute stent. The final result was reported to be very good an no clinical sequelae were reported.